Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bend in the catheter was confirmed, but the exact cause was unknown. One 8fr s/l groshong catheter was returned for investigation. The catheter was received with the stylet in the lumen. The proximal end of the catheter was positioned 1.5mm from the distal end of the white stylet connector. It appears that the stylet had been repositioned within the catheter. The length of the stylet was within specification. A slight bend was observed in the catheter near the distal end. The catheter may have bent during use since the stylet does not extend into the valved section of tubing. If the catheter was bent during insertion, the bend would have made insertion difficult. Due to the evidence of use and cuff detachment, it appeared than an attempt was made to use the device, but the cause of the reported bend in the catheter was unknown. Sharp or acute angles should be avoided during placement. A lot history review (lhr) of rebp0596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the physician that they had difficulty placing the device. It was noted that the tip of the catheter was bent and a "clogged" piece came off during placement. The catheter was not used. A new device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the physician that they had difficulty placing the device. It was noted that the tip of the catheter was bent and a "clogged" piece came off during placement. The catheter was not used. A new device was used to complete the procedure. No patient injury reported.